Event description:
A distributor contacted heartsine to report that during a patient event the customer's device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to ¿please attach the pad¿ when the defibrillation electrodes were connected to the patient. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Heartsine evaluated the customer's device and was unable to verify or duplicate the reported issue. The returned device was archived by heartsine and the customer received a replacement device under warranty.

Event description:
A distributor contacted heartsine to report that during a patient event the customer's device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to "please attach the pad" when the defibrillation electrodes were connected to the patient. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
The customer provided heartsine with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.